Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the ECG (electrocardiogram) was noisy. The programmer was returned for repair and test/calibration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a noisy electrocardiogram (ECG) and further noted that the ECG connector on the link electronic module (lem) board was damaged. The lem was replaced to resolve. The hard drive was reconfigured and the software reloaded and the lem was calibrated. No other anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.